Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, when the doctor pulled the basket out the access sheath, it broke in half. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of complaint history, instructions for use (IFU), and quality control and a visual inspection of the returned device were conducted during the investigation. The device was returned in two separate sections. Visual inspection determined there was a clean cut at the point of separation. Both the basket wire and the access sheath were cut at the same point. Per the complaint, a laser was used in the procedure with the basket retrieval. It was possible that the laser contacted and/or cut the access sheath and basket wire during the procedure and, while removing the basket, the end user applied enough force to sever the access sheath and basket wire. We have not received any evidence to suggest the product was not manufactured to specification. Based on the information, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required.

Event description:
During the procedure, when the doctor pulled the basket out the access sheath, it broke in half. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.